Event description:
Device was used during a left colectomy procedure. The anastomosis was intact when inspected and the procedure was completed without incident. Reportedly, the pt returned to surgery ten days post-operatively displaying an anastomotic leak.